Event description:
It was reported that during an initial implant procedure, the lead was failing to capture. The lead was not used and the patient was stable throughout the procedure. Further information was requested but not received.